Manufacturer narrative:
Corrected information: if information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received. It was reported that the patient went to have a magnetic resonance imaging (MRI) and they wouldn't perform one because the patient still had leads implanted. It was stated that the patient's device didn't help her and it gave the patient very little relief. The doctor had said the device was for frequency and urgency but it was mentioned that it was put in to stop the pain and burning in the area. There were no further symptoms or complications reported or anticipated.

Manufacturer narrative:
References the main component of the system and other applicable components are: product ID: 3093-28, lot# va0mp86, implanted: (B)(6) 2014, explanted: (B)(6) 2016, product type: lead. Patient code (B)(4) pertains to the ipg ((B)(4)) and lead ((B)(4)). Patient code (B)(4) pertains to the lead ((B)(4)). Device code (B)(4) pertains to the ipg ((B)(4)). Device code (B)(4)pertains to the lead ((B)(4)). Evaluation conclusion code pertains to the lead ((B)(4)).

Event description:
Information was received from a healthcare professional (hcp) via a manufacturer¿s representative (rep) regarding a patient who was implanted with an implantable neurostimulator (ins). The rep reported that the patient did not have success with the interstim therapy. The rep reported that the patient was having pain at the incision site and decided to have the implant removed. The rep reported that upon removal, the lead did not fully exit the patient in one piece. The rep reported that a partial portion of the lead remained in the patient. The rep reported that several attempts to reprogram the lead were made with no success.